Event description:
Complaint reportable based on analysis completed on (B)(4) 2024 it was reported that the sheath dilator exhibited tip damage and it could not be loaded onto the guidewire. Prior to an ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. Before insertion of the sheath, damage was observed at the distal end of the dilator and the sheath could not be loaded onto the guidewire. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. However, analysis of the returned sheath revealed that the dilator tip was visibly deformed, and a protruding edge had developed.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory, the dilator was first visually inspected, and it was noted that the tip was visibly deformed. Next, investigators examined the tip under microscopy which revealed the tip of the catheter was damaged with protruding edges.